Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 585 mg/dl. Later the blood glucose value was 580 mg/dl and then 553 mg/dl. The customer also reported that she experienced a leak. Customer stated that she treated her bg of 585 with a long acting injection. Troubleshoot was could not be completed for high blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.